Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic assisted small bowel and right colon resection procedure, the device tore when it was opened around the rim. There was no material in the patient. No known metal objects were in the area when this occurred. A new like device was used to complete the procedure. There was no adverse effect on the patient.